Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of low power was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power of the compact air drive device was insufficient/low, and the attachment ¿ coupling could not be engaged. It was further observed that the device had a component damage. It was further determined that the device failed pretest for check the power with power test bench, check attachment coupling with oscillating drill attachment and check the attachment coupling. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.